Event description:
It was reported that the ipg was not holding a charge well. The initial plan was to replace the ipg, however, the lead tail got stuck in the new ipg. The physician then opted not to proceed with the device replacement and explanted the old ipg.

Manufacturer narrative:
Event date: exact date unknown, event occurred two months before the date the manufacturer became aware.